Event description:
It was reported that the device had a very abnormal voltage drop over three months and is now at elective replacement indicator. The device did not meet longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and analysis is pending. (B)(4).

Manufacturer narrative:
Product event summary - the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.